Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements on the right atrial and right ventricular channels. Due to this a lead safety switch was triggered, which led to noise on the minute ventilation (mv) feature and for it to be deactivated. Additionally, noise and oversensing on the right ventricular and right atrial channels was observed, recording inappropriate non-sustained ventricular tachycardia (nsvt) episodes. The device was reprogrammed and the mv feature was left deactivated. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable resynchronization therapy pacemaker (crt-p) exhibited high out of range pacing impedance measurements on the right atrial and right ventricular channels. Due to this a lead safety switch was triggered, which led to noise on the minute ventilation (mv) feature and for it to be deactivated. Additionally, noise and oversensing on the right ventricular and right atrial channels was observed, recording inappropriate non-sustained ventricular tachycardia (nsvt) episodes. The device was reprogrammed and the mv feature was left deactivated. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device also exhibited high pacing thresholds and loss of capture during a follow up. A system revision is being scheduled for the near future.

Event description:
It was reported that this implantable resynchronization therapy pacemaker (crt-p) exhibited noise on the minute ventilation (mv) feature. Due to this, the mv feature was deactivated which led to the polarity of the device to be changed, resulting in noise and oversensing on the right ventricular and right atrial channels, recording inappropriate non-sustained ventricular tachycardia (nsvt) episodes. The device was reprogrammed and the mv feature was left deactivated. The leads were analyzed and they were within normal parameters. This device remains in service. No further adverse patient effects were reported.